Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require uniboard, dc motor adaptor and interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported during a breast biopsy procedure, the mmt displayed error code 'l4'. Then changed another mmt to continue the procedure, however, its touch screen had no response. At last changed third one to complete the or. There was no adverse pt consequence.